Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet despite entering the pairing code; the user had an active dexcom receiver nearby, and pairing was successful after the receiver was powered off and moved away, followed by reentry of the code. No adverse clinical symptoms reported. Outcomes included restoration of ilet-dexcom connectivity and continued use. User support included troubleshooting with the user to identify and remove potential bluetooth interference from the dexcom receiver and reattempt pairing. Investigation of this case revealed that concurrent use of the dexcom receiver caused wireless interference that prevented successful pairing until the receiver was turned off and distanced. It was concluded, based on previously established findings for similar reports, that user setup and environmental interference were the most probable causes.

Manufacturer narrative:
Initial.